Manufacturer narrative:
H11: the device was received for evaluation. The set was primed then underwent functional testing including pressure and clear passage underwater testing and the device performed according to product specifications. Gravity testing was performed with 24 hours usage simulation and a drop was observed at the second y-site clearlink. Lastly the set underwent a 6 psi water referee back pressure test and a leak was noted at the second y- site clearlink. The reported condition was verified. The cause of the condition could not be determined.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number will only contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the y-site (clearlink) into the non-baxter green cap; the location of the y-site was "closest to the filter". This was observed during patient infusion with total parenteral nutrition (tpn). New fluid was hung to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.